Manufacturer narrative:
Elevator has been returned and has been forwarded to manufacturer for evaluation.

Event description:
Doctor was using root/fragment elevator to elevate tooth #16, when instrument fractured near the tip. A small portion of the instrument broke in the palatal socket. Doctor made the decision to leave the broken portion in the pt and complete the procedure.